Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the compromised force sensor system alarm. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 283 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer stated that she was unable to exit the prime preparation menu. The customer also confirmed that the pump had not been dropped or bumped prior to the compromised force sensor system alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.